Event description:
It was reported that four surgical fibers were used during a prostate procedure. The fiber card for the first fiber used did not allow the fiber to function (0 joules used), the fiber was replaced and the case continued using a second fiber. At 71,300 joules of use, the cap of the second fiber detached and was retrieved; the procedure was continued using a third fiber. At 153,176 joules using the third fiber, the fiber tip was damaged; the fiber was again replaced and the case was completed using a fourth fiber. Outcome: "no harm to the patient; outcome ok." This report is for the third surgical fiber used.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01035. Fiber analysis: the fiber's metal cap was found to be detached and returned with the device. The fiber's glass cap was found to exhibit devitrification and have a circumferential fracture at the fiber/cap fusion zone. The out flow tube was found to exhibit abrasions at the pad printed arrow symbols. The issues found could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.